Manufacturer narrative:
Bolt on castor housing had come out causing castor fork to fold. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
Bolt on castor housing had come out causing castor fork to fold. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).